Manufacturer narrative:
The reagent lot number is 88732701 and the expiration date was 30-nov-2026. The customer stated verbally the qc was within specification. The field service engineer (fse) performed sample probe adjustments and a precision test. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa results for 1 patient sample on a cobas e 801 analytical unit. The initial result was <0.1 ng/ml with a data flag. The doctor questioned the result as it did not match the patient's previous results, which prompted the customer to repeat the sample. The repeat result was 6.1 ng/ml. The repeat result was deemed correct.